Manufacturer narrative:
It was reported that the table back section allegedly drifted down 5-6 inches during a case. The head section was determined to be the cause by the stryker field service techinician onsite, so the head section was returned to the stryker and through current testing, the failure cannot be replicated. Stryker is still evaluating the product and will file a supplemental upon completion of the evaluation. There was no patient injury or adverse consequence reported.

Event description:
It was reported that the table back section allegedly drifted down 5-6 inches during a case. There was no patient injury or adverse consequence reported.

Manufacturer narrative:
A CAPA was initiated to further investigate the reported event of the reported unintended movement. Through investigation, the tables were found to meet design specifications. Within the CAPA there are multiple potential root causes which may have attributed to this complaint. As a result, each potential root cause was assessed and action have been taken to prevent future occurrences as related. Also through investigation, along with multiple consultations with physicians, it was determined that the risks involved with this event has a limited severity and a negligible occurrence of harm associated with it. No injuries have been reported as a result of unintended movement of the surgical table and it is unlikely that any injuries would result if this event were to reoccur.

Event description:
It was reported that the table back section allegedly drifted down 5-6 inches during a case. There was no patient injury or adverse consequence reported.